Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. Upon visual inspection, there was hair attached to the electrode as well as slight gel discoloration. In addition to visual inspections, electrical tests were performed and all tests met the electrical performance specifications, with the exception of the large signal impedance; however, this is not abnormal considering the storage conditions that the sample was received in. It is important to note that the complaint samples arrived outside of its original packaging, and the age of the electrodes is unknown, as no lot number was provided. Reduced electrical performance due to the drying of the hydrogel is expected after extended exposure to oxygen. Spark testing was performed to identify system dielectric leakage of greater than 17 ua and no leakage that could contribute to sparking were identified. Based on the complaint observation and the presence of burn marks on the foam wire restraint, this complaint is confirmed. The spark could have been caused by a stray carbon fiber on the carbon mat. After the carbon mat is applied to the mesh of the defibrillation electrode, the carbon fibers can spread out. As a result, a stray fiber is during the defibrillation and when the electricity was applied, it can to the end of the fiber, resulting in a spark. Incomplete skin preparation is the most likely cause. The defibrillation electrode pads must come in direct contact with the skin. If the chest hair is so excessive that it prevents good adhesion of the electrode pad, the hair should be completely removed. Excessive hair was noted during the visual inspection of the sample. The presence of hair can result in the electricity focusing its energy on the path of least resistance, which is the area without hair and this can lead to an increased likelihood of sparking/burning. Use of the defibrillation electrode in an oxygen enriched environment can also exacerbate these effects. This complaint will be sent to the defibrillation focus factory to promote awareness and no further actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an electrode. The customer reports that the ER did use device to defibrillate this patient; it arced and sparked. Pads were replaced and new ones worked fine. No patient injury or ill effects.